Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet bionic pancreas touchscreen became unresponsive on the upper half after the screen was cracked, and a replacement device was provided; the affected device component was the touchscreen and the device problem was a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, including a photo of the damage. Investigation of this case revealed a stress-related problem consistent with a cracked touchscreen and a fractured component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.